Event description:
It was reported to boston scientific via an article published in urology that a study was conducted to compare and analyze the efficacy and safety of greenlight photoselective vaporization of the prostate (pvp) procedures to transurethral resection of the prostate (turp) procedures in benign prostate hyperplasia (bph) patients after five-years. In order to be eligible for the study, patients had to have an international prostate symptom score (ipss) greater than or equal to 12, and a prostate size between 20-60 ml. All patients involved were treated between march 2007 and december 2011 at a single tertiary referral center in switzerland. A total of 238 patients were originally admitted into the study. 77 patients terminated follow-up early and 56 patients were lost to follow-up. Additionally, 16 pvp patients were unable to be treated due to a technical malfunction with the greenlight laser system. In the end, the medical records of 105 patients were available for the study; 44 patients in the pvp group and 61 patients in the turp group. All pvp procedures were performed using an 80-w laser system. After the procedure, either a 20 or 22 fr three-way transurethral catheter with continuous irrigation was inserted. After five years of follow-up, the mean improvements in international prostate symptom score, post-voidal residual, and maximum urinary flow rate were similar between both groups. In the pvp group, 16 patients required re-operation. Ten of those patients required re-operation due to prostate tissue regrowth, and six patients required re-operation due to developing bladder neck sclerosis and urethral strictures. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Mordasini l, dibona c, klein j, mattei a, wirth gj, iselin ce. 80-w greenlight laser vaporization versus transurethral resection of the prostate for treatment of benign prostatic obstruction: 5-year outcomes of a single-center prospective randomized trial. Urology. 2018;116:144-9. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.